Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had multiple low speed advisories and pump off events. The pt's condition was stable. Log file/history indicated multiple low flo events, however, the pt and nursing home reported there have not been any red heart alarms. The log file contained redundant data, indicated a pump set speed of 8000 rpm with a low speed limit of 8000 rpm, and consisted of low speed and red heart alarm events with intermittent pump stops. The pump stop events appeared to occur while the pt was connected to a power module. A percutaneous lead repair was unsuccessful and the pt was administered a modified pt cable.

Manufacturer narrative:
Low speed / low flow hazard alarms and pump stops while the patient was supported by the power module were confirmed through the analysis of the log file that was provided by the account. Based on the onsite evaluation performed by a member of thoratec's technical services team, it was determined that the black wire was damaged internally. The patient was provided with an ungrounded cable because a pump exchange was not an option. The account later communicated that the confirmed alarms ceased after the patient was provided with the ungrounded cable. Patient mml remained ongoing with no additional complaints reported to thoratec until ultimately expiring on 04/18/2014 due to cancer. A full evaluation of lvad, serial number (B)(4), could not be conducted because the device was not returned for analysis. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.